Event description:
It was reported that the patient was not able to set their system into MRI mode. Diagnostics revealed low impedances on one lead. Surgical intervention was undertaken on (B)(6) 2024 where battery pocket was opened, and it was noted that one of the leads had pulled out of the header. As a result, the lead was inserted fully into the battery and all impedances were cleared. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.